Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
Customer reported a button error on his insulin pump. The buttons are unresponsive and the alarm cannot be cleared. Customer's blood glucose is 341 mg/dl. He treated with a manual injection. Customer stated the device may have been bumped because he plays sports while connected to the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer has been off the device for about three days due to the button error. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).